Event description:
It was reported that the 9600 system would not boot up prior to a case. Also, the 9600 had an intermittent charger failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery voltage was adjusted and the connector on the charger board was repaired. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.